Event description:
Healthcare professional reported injecting a patient with of unspecified juvederm ultra plus about 6 months ago. The patient developed a biofilm approximately 4 months after injection and had a "3 week post staph sinus infection." Patient was given "steroids and antihistamines" by their general physician, when the patient is "off steroids" the symptoms return. Symptoms are still ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 03/05/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "infection and biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.